Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector had an intermittent connection with the j1001 connector. The root cause for the damaged unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was displaying a service code.